Event description:
A nurse reported to baxter (B)(4) that a system error 2240 occurred during the 1st fill of 7 cycles, but the leak area was not identified. There was no patient injury / medical intervention. According to a nurse, this error occurred due to insufficient connection between the supply line and a solution bag.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the bag was not connected tight. According to a nurse, this error occurred due to insufficient connection between the supply line and a solution bag. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.